Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the lock on the introducer would not lock when inserting the dilator and continued to rotate. The introducer was attempted/not used and replaced. During implant of the leadless ipg during recapture, the device could not be inserted into the cup properly. After the system was removed, it was noted there was some type of white suture material on the system, suspected to be the tether. As no impact to the device was suspected, the leadless ipg was placed with no further issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. The seal cap was detached from the seal body of the delivery system introducer. The distal seal of the delivery system introducer was torn. The seal cap of the delivery system introducer was damaged. The seal housing of the delivery system introducer was damaged. The analyst noted the introducer was returned with the dilator inserted in the sheath of the introducer with the seal cap detached from the seal housing of the introducer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.